Event description:
Reporter indicated that the patient no longer felt vns stimulation. It was reported that the patient then went to a physician's office, and the physician stated the reason the patient did not feel the stimulation was because the generator was set at 0ma. The physician reprogrammed the patient's generator to delivery stimulation. Attempts to obtain information from the physician have been unsuccessful to date.